Manufacturer narrative:
Device evaluation of charger (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the charger would not power on. Upon evaluation, the l602 inductor was broken from the bedside board. The cause of the inability to power on is the broken inductor. The root cause of the broken inductor is mechanical shock from physical impact. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger would not power on.